Event description:
It was reported that the balloon was slow to deflate. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. A 3.0mmx150mmx150cm was advanced for dilation. During the procedure, the balloon was pressurized upon first inflation at 14 atmospheres for 2 minutes. However, during the second inflation at 14 atmospheres, it took 10 minutes for the contrast agent to be removed and for the balloon to deflate. The balloon was removed after it was deflated, and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink to the shaft 37.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported difficulty to deflate.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the balloon was slow to deflate. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. A 3.0mmx150mmx150cm was advanced for dilation. During the procedure, the balloon was pressurized upon first inflation at 14 atmospheres for 2 minutes. However, during the second inflation at 14 atmospheres, it took 10 minutes for the contrast agent to be removed and for the balloon to deflate. The balloon was removed after it was deflated, and the procedure was completed with another of the same device. No patient complications nor injuries were reported.